Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer performed a cartridge change resolving the issue. There was no reported impact to customer¿s blood glucose. The customer continued to use the pump for insulin therapy.